Manufacturer narrative:
Details on the condition of the patient were not provided. The customer stated the sample was prepared off-site and did not note any hemolysis. The customer did not re-spin the sample when it was repeated on the other au5800 analyzer. The customer stated the issue was isolated to one (1) creatinine result. Beckman coulter field service engineer (fse) contacted the customer and customer canceled the service visit as they believed the issue was sample related. There is insufficient evidence of a reagent or system malfunction. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a high creatinine (cre) patient result on their au5800 instrument. The result was reported out of the laboratory. There was change to patient treatment as the patient was sent to the emergency room for kidney treatment due to the false high cre result. No further information was provided in regards to the patient. Quality control (qc) was within customer¿s expected range prior to the event. The samples were repeated twice on another au5800 analyzer with results considered correct.